Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut on gums [gingival injury] brush head came off while using it, broke in two, and gave me a nasty cut on my gums [injury associated with device]. Brush head literally came off while using it, broke in two / at the top a kind of steel screw protruding [device breakage]. Case description: a consumer of unspecified age and gender reported that while he or she was brushing his or her teeth on (B)(6) 2016 with an oral-b rechargeable toothbrush, version unknown with oral-b dual clean brushhead, the brush head literally came off while he or she was using it, broke in two, and gave him or a her a nasty cut on his or her gums, among other things. Additionally, the consumer explained that at the top of the brush head there was a kind of steel screw protruding. The consumer reported that the brush head was practically new (only had it for 20 days) and he or she had never dropped it or bumped it. The consumer had always used and recommended the oral-b dual clean brushheads. The case outcome was unknown. No further information was provided.